Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she changed the battery multiple times the past week. The caller stated that the spring was neither damaged nor corroded, and battery was not lasting. The customer changed the battery, and the display did not return. During the call, the customer mentioned being in the emergency room with high blood glucose over 400mg/dl. The customer was dehydrated, weak, vomiting, had diarrhea for five days and could not keep water down. The customer was treated with an insulin drip and other medications for nausea, and then released. No further information was provided.